Event description:
It was reported that, "the green elastosil handles of this instruments is degrading. The material can be peeled off and will transfer onto gloved hands."

Manufacturer narrative:
Additional lot #: lcxw01a. Device manufacture date for lot lcxw01a - 6/21/2004. This is the same pt/event as MFR # 22496697-2010-00665. A supplemental report will be submitted upon completion of the investigation.